Event description:
It was reported that after use, blisters occurred. Patient was ruptured after the film was removed. Samples are available to be returned.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Our clinical team carried out an investigation and concluded: ¿it has been reported that there is no patient injury involved. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.¿ visual inspection of the returned samples confirmed the reported part and lot numbers. The failure mode (adverse skin reaction) was confirmed by images of the patient provided. The instructions for use for this product states that the product should only be used on dry skin and that both the dressing and catheter should be monitored regularly. If reddening to the skin occurs, the dressing should be removed immediately. The instructions for use should be directly followed throughout use. On this occasion our investigation found no problems with our product or procedures that could have caused or contributed to the failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.